Manufacturer narrative:
Concomitant medical products: mcs-p3-640 transcatheter valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to pocket erosion. It was noted that the device was "coming through the skin". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.